Event description:
During a percutaneous transluminal angioplasty of the superficial femoral artery a balloon rupture occured. There was moderate calcification, heavy vessel tortuosity and 95% stenosis seen. There were no anomalies noted during product inspection or when prepping device. The physician approached the lesion with balloon and using an indeflator inflated balloon at 2 atm of pressure subsequently rupturing balloon. There was no balloon leakage observed. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. The balloon was withdrawn without difficulty and exchanged for another balloon to end procedure successfully. There was no adverse consequence to the patient. This product will not be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.